Event description:
On (B)(6) 2011, a spontaneous report by a registered nurse (rn) was received from a company rep regarding a (B)(6) old female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an injection of dysport (abobotulinumtoxina) 50 units to the glabellar area on (B)(6) 2010. The pt's skin type and concomitant medications were not reported. On (B)(6) 2011, the pt received a 0.025 ml injection or restylane to the glabellar lines. It was not reported if the pt received any pre-procedure medications or if any add'l procedures were performed at the time of implantation. On an unspecified date (B)(6) 2011, after the implantation, the pt developed eyelid ptosis. The pt presented to the clinic on (B)(6) 2011 with eyelid ptosis. The physician prescribed iodipine 1% 2-3 drops 3 times daily for 4 weeks. The rn did not comment on the causality or severity of the reported events. The lot number and exp date were not reported. Attempts to obtain add'l info are ongoing.

Manufacturer narrative:
P040024.